Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: they had already closed everything and the patient started to bleed a lot. They went back into the patient, and noticed the clips came out crooked and cut the duct bilial. It took almost 4 hours in this surgery.